Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The coating for electric insulation of the probe was partially missing. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the coating for electric insulation of the probe was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The above device handling has been warned in the instruction manual as follows; do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During a laparoscopic hysterectomy, three of the subject devices were used. In the procedure, spark occurred at the distal end of the first device and the underjaw was bended. The second device was used but spark occurred at the distal end and the underjaw was bended. The intended procedure was resumed with the third device. There was no patient injury reported. On march 4, 2020, olympus medical systems corp. (Omsc) found that the coating for electric insulation of the probe was partially missing with the first device. This is the report regarding the missing coating of the probe of the first device.